Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. The pump bulb was hard to squeeze and was not operating as expected. The deflate button was held while squeezing the shaft. A new inflatable penile prosthesis cylinders and pump were implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. Pump bulb hard to squeeze and was not operating as expected. The deflate button was held while squeezing the shaft. New inflatable penile prosthesis cylinders and pump were implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported inflation issue and mechanical issue was confirmed. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Label review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested, and microscopically examined. Both cylinders had wear at a fold in cylinder body. The cylinders passed all tests performed. Under the microscope, it was observed that the kink resistant tubing (krt) was worn to the filament. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.